Event description:
It was reported that the a 6mm insulin infusion set with inserter/retractor, 24" tubing with buckle. After a cassette changed a line blocked alarm occurred shortly after inserting the infusion set. The cannula was found to be kinked upon removal. A subsequent set change was completed without further alarms. The event occurred while in use with a patient.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.